Event description:
Customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that they are unable to clear the alarm. The customer stated that the device was not exposed to moisture. Customer was advised that the device would be replaced but refused because they got their insulin pump working.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.